Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that in addition to imt errors, the instrument displayed "imt not calibrated". The ccc advised the customer to retrieve the result because it may not be accurate if received with an error. The customer retrieved the sample. The ccc instructed the customer to align the pump, checked tubing, adjust the pressure foot and calibrate imt. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found the imt port was leaking into the waste because the valve was not fully closing. The cse replaced the port. The cse ran samples without any error. The cse ran dilution check and quality control (qc), which was acceptable. The cse checked the system, which passed. The cause of the imt error is due to the imt valve leak. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained imt (integrated multisensor technology) errors on a dimension exl 200 instrument when running a patient sample. The customer continued to run samples, despite the error, and a patient result was reported to the physician(s). It is unknown if the sample was repeated. It is unknown if a corrected report was reported to physician(s). There are no reports of adverse health consequences or patient intervention due to the result being reported with imt errors.